Manufacturer narrative:
E1: (B)(6). H3 other: device has not been returned to date. No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that when inserted into the patient the cuff was inflated as per the manufactures guidelines. The piolet cuff deflated quickly and then the tracheal cuff slowly deflated causing a big leak in the patients airway. A second endotracheal tube with same batch was tested and inflated and the same thing was noted as happening. There was patient involvement, no harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 6/19/2024. H3 and h6. Codes: updated. Device evaluation: the samples returned consists in twenty-seven (27) for the reported part and lot number, 26 unused and 1 used unit, in a plastic bag. During visual inspection no damage or other defects were detected on the samples. A leak test was performed on the 27 samples returned, and all samples passed the test and worked as expected. The complaint could not be confirmed or duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.